Event description:
Information was received that a smiths medical level 1 normoflo irrigation system rapidly rises to overtemp and leaks internally. No adverse effects reported.

Manufacturer narrative:
One normoflo irrigation fast flow system was returned for analysis in good condition. A crack was noted to the return tube and multiple internal damaged components upon visual inspection; confirming complaint. Based on the evidence, the root cause was found due to design.

Manufacturer narrative:
Additional information was received from the customer indicating the overtemp alarm occurred during use with a patient. There was no reported patient injury.